Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device delivered a v-pace on a t-wave after a premature ventricular contraction (pvc) came in during the atrial pace blanking period and initiated the atrioventricular (av) delay. This induced a ventricular tachycardia (vt) that was detected in the vt-1 zone and was treated with anti-tachycardia pacing (atp) therapy, until the atp accelerated the rhythm into the vt zone and the device delivered a 41 joule shock. Technical services discussed that the av change resulted in functional undersensing of the pvc and vp and agreed with the proposal to program off the av search. No additional adverse patient effects were reported. The device remains implanted and in service.